Manufacturer narrative:
Additional information: d4, h4, h6 (update codes), h11. D4 lot #: the customer reported the lot numbers in stock that may contain the suspect lot in this event: r24l26079, r25c08130, r25c08123, r25b24093, r25c08154, r24k18147, r24l06048, r24319208 (not valid), r24l18079, and r24g08055. D4 and h4 information for the following suspect lots: r24l26079: this lot was manufactured 12/27/2024. Expiration date 12/27/2026. R25c08130: this lot was manufactured 03/10/2025. Expiration date 03/09/2027. R25c08123: this lot was manufactured 03/09/2025. Expiration date 03/09/2027. R25b24093: this lot was manufactured 02/25/2025. Expiration date 02/24/2027. R25c08154: this lot was manufactured 3/10/2025. Expiration date 03/09/2027. R24k18147: this lot was manufactured 11/19/2024. Expiration date 11/19/2026. R24l06048: this lot was manufactured 12/07/2024. Expiration date 12/06/2026. R24319208 (not valid). R24l18079:this lot was manufactured 12/19/2024. Expiration date 12/18/2026. R24g08055: this lot was manufactured 07/09/2024. Expiration date 07/09/2026. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these suspect lots (except suspect lot r25b24093). Suspect lot r25b24093 failed a pressure test for one (1) unit; the unit was removed and the remaining units for release met specifications. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from an unspecified location. It was not reported if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.